Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was an inconsistency of the whole box of catheters, which were too thin or too thick, also the eye of the catheter did not have the drainage hole to drain, and the lubrication on the outside of the catheter was dry. Per follow up via phone on 22feb2021, some catheters had very small eyelets so the urine flows very slowly through. When the catheters are thin, they bend during insertion and would only go in halfway. These catheters had to be removed and replaced. Also reportedly, the lubricant on the catheter was dry even after popping the burst packet. Additionally, the patient developed a urinary tract infection following use of the catheters, treated with prescribed antibiotics.

Manufacturer narrative:
The reported event is unconfirmed - product met specifications. Visual inspection noted 90 unopened catheters were received. Samples were tested. Visual evaluation noted that all eyelets were present on the catheter. The device history record review was not required as the reported event was unconfirmed. Labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was an inconsistency of the whole box of catheters, which were too thin or too thick. Also the eye of the catheter did not have the drainage hole to drain and the lubrication on the outside of the catheter was dry. Per follow up via phone on 22feb2021, some catheters had very small eyelets so the urine flows very slowly through it. When the catheters are thin, they bend during insertion and would only go in halfway. These catheters had to be removed and replaced. Also reportedly, the lubricant on the catheter was dry even after popping the burst packet. Additionally, the patient developed a urinary tract infection following use of the catheters, treated with prescribed antibiotics.